Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a pmcf conducted by the institution orthoneuro in USA. The title of this report is ¿a retrospective data collection of the fixation and stabilization of small and long bones with the fixos screw system¿ which is associated with the stryker ¿fixos® forefoot & midfoot screw system¿ system. This report includes research done on 24 patients between the period 2018 and 2019. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses neuropathic pain. The report states [¿]ae (adverse event) was due to an onset of neuropathic pain 123 days after surgery. This patient had 2 screws implanted at the initial surgery. This participant met radiographic and clinical consolidation endpoints 60 days after surgery. It is worth noting that this participant also has diabetes. The neuropathic pain is an ongoing problem but this ae did not result in death. It is unclear whether the device contributed to the neuropathic pain or not.